Manufacturer narrative:
(B)(4) date sent: 09/25/2025 d4: batch #405d64. Additional information was requested, and the following was obtained: please provide more details about the device quality issue ""could not fire. And the knife moved to the distal end, but could not return knife automatically"" 2. Did the device lock-out (no staples deployed and no cut line started)? 3. Or, did the device start to deploy staples and cut but could not be completed? 4. Or, did the device fully fire and stop during the automatic knife return? Lock-out. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: were any staples deployed? If so, were they in the proper "b" shape? Did the device cut? Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with no reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. The event described could not be confirmed as the device was returned without detectable damage. Once the device completed the firing sequence the knife returned home as intended. The knife reverse button worked properly during testing. The device opened and closed without any difficulties noted. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record was performed for the finished device pve35a lot number a9788x and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number 405d64, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, could not fire. And the knife moved to the distal end but could not return knife automatically. Knife reverse button could not work. Opened the device manually with big force. There were no adverse consequences to the patient. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 10/07/2025. Additional information was requested, and the following was obtained: were any staples deployed? No. Did the device cut? No. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.